Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager falling. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data added sn (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was falling from the refrigerator. A field service engineer inspected the rm and found that both the body and hasp had detached (secured with white tape). The fse removed the old adhesive from the parts and the fridge, then applied the correct adhesive pads. The rm was tested in hta, and a picture was attached. The customer recovered the failed rm and completed inventories on the fridge. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager falling. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.